Event description:
It was reported that a revision of a reverse shoulder replacement was performed. The previously implanted devices, including the dwj012, dwf714b, dwf510, and dwf361b, were explanted and replaced with new devices, including the dwj012, dwf362b, dwf712b, and dwf510. The reason for the revision was not provided.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.